Event description:
Commercial agent was with the customer and reported an issue with the meter. Commercial agent found in the meter memory bolus duplicates. It means that according the aviva combo memory data have twice the same bolus at the same time. The customer assures that he didn't make a bolus advice and didn't confirm these boluses. Boluses are as follows: 04/03 at 00h19 => bolus of 0.1 unit 04/03 at 00h19 => bolus of 0.1 unit 04/03 at 00h20 => bolus of 0.3 unit 04/03 at 00h20 => bolus of 0.3 unit after download with the smartpix software, the insulin pump data found the same information in the spirit combo memory. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.